Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection, the staples of the anterior wall were not formed. The staples of the posterior wall were formed properly. The target tissue was regular and it was clamped properly. Purse string device was used for the anvil side. The anastomosis was performed on the side wall, so the device was not fired across an existing staple line. The donuts were properly formed. The anvil was set to the device with a click sound. The surgeon heard the sound of cutting the washer. The indicator was within the green zone at the firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.